Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, d & c, urinary tract infection, fatigue, genital bleeding, pelvic pain female, pap smear abnormal, menstruation abnormal, left lower quadrant pain, follicular cyst of ovary, urinary frequency, alopecia, migraine, corpus luteum cyst, adenomyosis and grand multiparity. Concurrent conditions included gerd and rheumatoid arthritis. Concomitant products included diclofenac, methotrexate, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("pain: abdominal"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding and alopecia had resolved, the abdominal pain was resolving and the depression, vaginal haemorrhage, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding and not for psych injury. No removal planned as patient is unable to afford surgery. Patient did not undergo confirmatory test(discrepancy noted in pfs) left fallopian tube: there were two to three coils into the endometrial cavity right fallopian tube:there were one to two coils evident in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abnormal bleeding, vaginal discharge,. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, d & c, urinary tract infection and fatigue. Concurrent conditions included gerd and rheumatoid arthritis. Concomitant products included diclofenac, methotrexate, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("pain: abdominal"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, menorrhagia, depression, vaginal haemorrhage, anxiety, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding and not for psych injury. No removal planned as patient is unable to afford surgery. Patient did not undergo confirmatory test(discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abnormal bleeding, vaginal discharge,. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2020: case was upgraded to serious incident. Pfs received events- "migraines / headaches, hair loss", medical history and concomitant drugs were added. Outcome of event "pain" was updated as recovering. Previously reported event "patient did not undergo confirmatory test" deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, d & c, urinary tract infection and fatigue. Concurrent conditions included gerd and rheumatoid arthritis. Concomitant products included diclofenac, methotrexate, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("pain: abdominal"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and alopecia had resolved, the abdominal pain was resolving and the depression, vaginal haemorrhage, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding and not for psych injury. No removal planned as patient is unable to afford surgery. Patient did not undergo confirmatory test(discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abnormal bleeding, vaginal discharge,. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received:outcome of previously reported event physical pain/ pain: pelvic, menorrhagia (heavy menstrual bleeding), general abnormal bleeding and hair loss were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, d & c, urinary tract infection, fatigue, genital bleeding, pelvic pain female, pap smear abnormal, menstruation abnormal, left lower quadrant pain, follicular cyst of ovary, urinary frequency, alopecia, migraine, corpus luteum cyst, adenomyosis and grand multiparity. Concurrent conditions included gerd and rheumatoid arthritis. Concomitant products included diclofenac, methotrexate, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("pain: abdominal"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and alopecia had resolved, the abdominal pain was resolving and the depression, vaginal haemorrhage, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding and not for psych injury. No removal planned as patient is unable to afford surgery. Patient did not undergo confirmatory test(discrepancy noted in pfs) left fallopian tube: there were two to three coils into the endometrial cavity right fallopian tube:there were one to two coils evident in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abnormal bleeding, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received: medical history, reporter information were added. Patient demographic, rcc were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.